Manufacturer narrative:
Device not received for evaluation.

Event description:
The device was used during a hemo-colectomy procedure. Reportedly, the staple lines did not form properly. The surgeon used another device. No patient injury was reported.